Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty processor card. Chiller pump and processor card will be replaced. Ordering in progress from region. Patients continue therapy with another as 5000. No impact to patient. Per additional information received, customer replaced chiller pump and processor card, problem solved. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: e, f, g, h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device continuously reboots by itself. Per review of wo on 16dec2024, patient was fine after continuing therapy on another arctic sun. Per follow up information received via mail on 19dec2024, it was noted device will not be sent for a bd-approved facility waiting for spare part to order by region and replacement for customer. Chiller pump and processor card are the issue for this case. Chiller pump and processor card will be replaced. Ordering in progress from region. Patients continue therapy with another as 5000. No impact to patient. Per follow up information received via mail on 06jan2025, customer replaced chiller pump and processor card, problem solved.

Event description:
It was reported that the arctic sun device continuously reboots by itself. Per review of wo on 16dec2024, patient was fine after continuing therapy on another arctic sun.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.